Event description:
It was reported that the patient underwent a replacement surgery due to unspecified reasons. During the procedure, the existing tactra device was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.